Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b6, b7 revert f13 and h4 section to blank. Due to character limit in block e1, event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, on-site inspection parameters meet the factory& specified requirements. No alarm occurred later. No spare parts were replaced.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
In the cs100 intra aortic balloon pump it was reported that there was a loop leak during the use of the device, no patient was harm or injury reported.